Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be product related. Isi has requested for return of the vse instrument to isi for failure analysis evaluation. At this time, the instrument has not been received. A follow-up MDR will be submitted if additional information is obtained. The instrument logs were reviewed for this event date by an isi failure analysis engineer and the following information was obtained: the logs showed no errors related to the vse instrument. A review of the system logs for the procedure date of (B)(6) 2022 has been performed and the following was observed: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted malignant hysterectomy procedure, the vse instrument became stuck and was clamped on unspecified tissue. The surgeon excised the tissue in order to remove the instrument and continued the procedure. It has not been confirmed by the surgeon if this tissue was significant and if any intervention was required. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure the vessel sealer extend (vse) became stuck on tissue. The technical support engineer (tse) asked if the surgeon had any control of the instrument and the caller said they had a message stating "instrument not ready." The tse began walking the customer through how to open the jaws when the caller said the surgeon cut the tissue out of the instrument and is continuing the procedure. Intuitive surgical inc. (Isi) contacted the nurse who reported this event and additional information was obtained about the complaint: the nurse reported that she was in the room during this event. The nurse said she did not know what tissue the vse instrument was stuck on but that the tissue was insignificant as the surgeon excised the tissue and continued the procedure with no further actions or intervention due to this tissue being cut. The nurse said no sutures or cautery were used due to this event. The nurse said she thinks the surgeon may have continued using the vse instrument that was stuck on tissue for the rest of the procedure. The procedure was completed with no further complications. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.